Manufacturer narrative:
A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Upon further inspection, fse confirmed that the 1 phase ups was defective. The fse replaced the blown fuse and bypassed the ups to resolve the issue. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot-up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.